Event description:
It was reported that this lead was initially implanted in the left bundle branch and exhibited an unknown product performance issue at this time. A lead revision was performed and this lead was explanted. No additional adverse patient effects were reported.